Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A two 10mmx2.50mm wolverine coronary cutting balloon were selected for use. During the procedure, at first inflation on the first wolverine device, the balloon ruptured at 6atm within 5 seconds. The second wolverine was then used. During second inflation, the balloon ruptured at 10atm within 10 seconds. The devices were removed with the usual method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.